Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the investigation found: the adhesive on the (a-rubber) is detached. Based on the results of the investigation, the root cause could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the bronchofibervideoscope working channel was defective and destroys the aspiration needles. The issue occurred during preparation for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.